Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) stated that the customer requested for functional and safety tests checks of the iabp be done upon return from transport. The display was disconnected from the console and was returned from transport. Several days later, the fse reconnected the display to the cs300 console and display powered up to specifications. The fse could not run a full battery run test, due to the iabp not being charged at time of service visit. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that before use on a patient, the display disconnected from intra-aortic balloon pump (iabp). There was no adverse event reported.